Event description:
Additional information reported that the patient experienced increased pain associated with the previously reported event. It was found that the catheter was kinked due to scar tissue. A catheter access port (cap) contrast study performed on (B)(6) 2010, found the presence of a possible leak at the pump pocket site.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
A catheter dye study was done; the catheter "failed" the dye study. The catheter was revised on (B)(6) 2010. The pt had no symptoms and recovered without sequela. The device system was used to deliver fentanyl and bupivacaine.